Event description:
Red tamper-evident oral tip cap was removed from syringe in order to administer medication via ng tube. When cap was pulled off, staff noticed a portion of the cap broke off in the syringe. No patient harm occurred and the syringe was sent back to the pharmacy, however the product was not retained. Pharmacy was only able to duplicate the problem if the cap was pulled off at an angle rather than straight up. The manufacturer has been contacted regarding this issue.